Event description:
The cortical strut was handed on to a sterile field by the circulating nurse. The or tech opened the inner package and cultured the cortical strut according to the facility's "bone bank protocol". The cortical strut was implanted. The culture was found to grow out enterococcus gallinarium (grp d) + staph epi from the thio broth. The surgeon considered re-opening the wound and removing the cortical strut, but was advised by an infectious disease specialist to place the pt on a regimen of 3 weeks of antibiotics instead. The pt did have some superficial cellulitis and blisters post-op, but this was believed to have been from the tape. The ultimate damage or consequences is not yet known as this is an implantable device.